Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.